Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. He downloaded the generator events file. It showed one workstation communication failed error. He downloaded the hard drive log files and retapped the primary transformer for 95vac to allow for a mid day drop in power. The input was 100vac. He ordered a video controller and cable for a possible fix for the vector 6 error. He received and installed a new video control pcb and cable. The function checked ok. He monitored the line power on a wall outlet and at the secondary of the workstation transformer. These are unrelated power sources. The wall power was stable. The rep left the transformer tapped for a higher output to account for intermittent power lags then ran the system for several hours immulating a standard urology case in dose and length of exposure without any errors or problems. The system now operates as intended.

Event description:
The customer reported that the system locked up several times. They were able to reboot each time. Also the system continued to beep for a second or so after releasing the x-ray switch. A vector 6 error message displayed on the workstation right monitor. No pt injury was reported.